Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a micro-perforation several days post initial implant. The patient was evaluated and treated by the implanting physician and symptoms resolved over time. The patient then developed worsening chest discomfort and it was determined by echocardiography that the patient developed pericardial effusion as the lead had perforated further into the pericardium. The patient will undergo and rv lead revision. At the lead revision procedure the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.